Manufacturer narrative:
A bci field service engineer (fse) checked safety switches and locks and reported the unit is in operational. Fse ordered new needle. Root cause for this event may be attributed to the operators handling of the needle cartridge.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an operator's left index finger being punctured by the needle while placing the needle cartridge in after cleaning the area. The instrument in this event was coulter lh 750 analyzer. The operator was wearing proper ppe, but did not use the safety red clip to remove the needle cartridge, as per labeling. The operator sought medical attention and got a tetanus shot and blood test for hiv and hepatitis.